Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated ckmb result above the normal reference range generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on this and on a different instrument produced lower results within the normal reference range. A corrected report has been sent. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimen was collected in a 13x100mm bd lithium heparin plasma tube. Per customer, sample appearance was normal with no signs of fibrin clots. Qc was within the customer's established ranges prior to and on the day of the event. A field service engineer (fse) was dispatched: the fse performed all verification testing on the instrument which passed within specifications. The fse did not note any hardware issues which would have contributed to this event. Root cause has not been determined to date for this event.